Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tibia extraction tool is broken.

Manufacturer narrative:
Upon review of the returned product, the correct part and lot information was provided. The corrected product number was determined to be a product for resale and the responsibility to make a reporting determination and submit the adverse event reporting is the responsibility of the supplier.